Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided reference numbers found these previously submitted co rresponding regulatory reports: 2025587-2022-01276 and 2025587-2014-00950. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that this study was conducted in partnership with medtronic support. Follow-up with the medtronic technical evidence team provided reference numbers corresponding to two explanted valves returned to medtronic ((B)(4)). No further details were provided.

Manufacturer narrative:
Citation: david meier et al. Redo-tavi with the sapien 3 valve in degenerated calcified corevalve/evolut explants. Eurointervention 20:1390-1404 2024. 10.4244/eij-d-24-00619. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ex vivo hydrodynamic bench testing of previously implanted degenerated and calcified bioprosthetic valves. The study population included four patients who were initially implanted with a corevalve (n=1), evolut r (n=2), or evolut pro (n=1) bioprosthetic valve.   All clinical observations included: structural valve dysfunction, calcified leaflets, stenosis, and high mean gradients.   The implant duration for these four valves ranged from 2.75 years to 5.1 years.  Following explantation of the four valves, ex vivo benchtop testing involved placement of non-medtronic bioprosthetic valves inside of the explanted medtronic valves and measurement of hemodynamic performance.  No further information was provided pertaining to medtronic products.